Event description:
At the time of elective replacement of pacemaker system, the impedance in the ventricular lead was low and visual inspection revealed a break in the insulation near the connector pin, with visible coil. The ventricular lead was replaced.